Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on an unknown date with blood glucose at time of incident and current was 360 mg/dl. The customer also state the blood glucose level was 300 mg/dl. The customer also state that they could not breathe and heart rate was 175. Customer report customer does not allege pump was under delivering. Customer was treated with insulin drip. Auto mode feature was not active. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.